Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06101. The pt has two model 3146 leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed multiple high impedances. Reprogramming was unable to resolve the issue. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.